Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedances of greater than 2,000 ohms. Additional information was provided that there was only one out of range measurement, all other lead measurements were noted to be within normal limits, and there was no noise noted. The patient will continue to be monitored via the remote monitoring system. No adverse patient effects were reported. Additional information was provided that rv impedances of greater than 2,000 ohms had again been observed, which were noted to have gradually risen over several months. Elevated thresholds were also noted. All other measurements were noted to be stable and there was no noise or inappropriate therapy. The patient was brought in for defibrillation threshold (dft) testing which was successful. The pacing output was increased to maximum in case the patient should require pacing in the future and the patient will continue to be monitored via the remote monitoring system. No adverse patient effects were reported.